Manufacturer narrative:
Investigation: bd received an 18 gauge nexiva unit from lot 8166590 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed no physical/mechanical damage to any of the units. The septum was assembled and seated correctly. Next, a water/air leak test was performed and no leakage was observed coming from the unit. Based off the visual inspection and testing the engineer was unable to verify the reported defect. Since no damage or leakage was observed a definitive root cause could not be determined.

Event description:
It has been reported that the bd nexiva single port 18ga 1.75in (1.3 mm x 45 mm) has been found experiencing leakage during use. The following has been provided by the initial reporter: after taking the needle out, the access was leaking and blood came out.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd nexiva single port 18ga 1.75in (1.3 mm x 45 mm) has been found experiencing leakage during use. The following has been provided by the initial reporter: after taking the needle out, the access was leaking and blood came out.